Event description:
On an unk date a pt was implanted with a thin-walled fep ringed gore-tex stretch vascular graft with removable rings. It was reported to gore that the graft was explanted due to leakage. The graft is being returned to gore for eval.

Manufacturer narrative:
Device is reportedly being returned to gore for eval, but has not been received to date.